Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported that patient's ins stopped working about a month ago. Loss of therapeutic effect was reported. The hcp wanted to schedule a surgery for ins replacement. No further complications were reported.